Event description:
Robotic needle driver was opened to the field and connected to the robot being used on the patient. It briefly worked for about a minute before it froze and locked in place not allowing the operator use of the instrument. Instrument was replaced and surgery was able to be resumed without any harm to patient.